Event description:
Pt received an MRI on (B)(6) 2018 and the cochlear implant magnet moved. The pt's head was wrapped according to the MFR's recommendations. (B)(6) has had three pts who c/o pain and the scan was aborted. One other pt had the device magnet move. The pt's cochlear magnet was removed on (B)(6) 2018.